Event description:
It was reported that insulin pump battery did not charge, and charging connection was not recognized even when different wall adapters and cables were tried, which eventually led to pump shutdown and inability to turn pump back on. There was no adverse impact to the customer's blood glucose level. Customer was instructed to ensure USB was inserted correctly when charging, to put pump into storage mode before returning it, to use current pump as backup therapy until replacement arrived, and to program pump settings and connect continuous glucose monitor to replacement pump; Technical Support confirmed shipping address, arranged replacement pump, and instructed customer to return malfunctioning pump using prepaid label within 10 days.